Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing of noise resulting in pacing inhibition. The noise could be reproduced with isometric. The device was programmed to aair mode. The patient was in stable condition.